Event description:
I have an invacare tdx3 power wheel chair. Usually about once per day when I lean forward, go down a ramp -less than 5 degrees-, or go down a curb cut, the wheel chair lunges down with the rear wheels lift off of the ground and the front foot rest hit the ground. The seat tilts at an angle between 30 and 45 degrees. If I didn't have my seat belt on, I would have fallen on the ground and probably would have been injured. As the wheel chair is not supposed to be used to climb up a discontinuity of 1.5 inches, there is no engineering reason for this chair to completely tilt so that far. This only occurs randomly. I can go down the same curb cut or ramp 10 times, and it would be ok, but it would completely tilt on the 11th time. Invacare should have put in a hard block to keep the chair from completely tilting over. I have destroyed at least 3 sets of leg rests because of this problem -at a cost of (B)(6) per replacement paid for by (B)(6)-. I took it to my power chair repair shop and they said that this chair was up to standards and for me to stop leaning over -they didn't mention this occurs mostly on curb cuts or on legal ada complaint ramps-. I know at least one other person who has this problem, but I found many other examples on (B)(6) and using a (B)(6) search on the internet. I just want invacare to fix this problem before someone gets badly hurt.